Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that round window (rw) surgery took place on the right ear in 2009. Post op CT scan showed proper position of the fmt in the rw. Although bc thresholds were not that good, patient was within criteria and could also hear with bone glasses on this side. Remark: this patient had already been operated at least 6 times on his right hand-side. At first activation 8 weeks ago, even with ap fitted at maximum output, patient did not get any hearing sensation on the implanted side. The surgeon decided to do a revision surgery in 2009, to check the implant and try to improve fmt coupling if possible. A vibrant specialist was present during this revision. Unfortunately an excessive fibrosis reaction (due to "otitis fibrotic") was found around the implant body, lead, and the fmt was impossible to locate among these adhesive tissues which enrobed the whole ossicular chain and stuck to tympanic membrane. Surgeon had to cut the lead around 5 cm from the transition and he decided to leave the fmt in place in the middle ear as it was judged much too risky to try to take it out, as the whole ossicular chain could come out with a risk of breaking the staples and footplate. The vorp body was explanted.